Event description:
Patient had 3 IV medications infusing via triple bore extension tubing connected to central line. There was then a wet spot found on the patients pad and blood backed up into the central line tubing. After closer examination, it was found that the triple bore extension tubing was leaking medication directly above the connection to the central line where all 3 medications meet.